Manufacturer narrative:
Confirmed complaint. Visual evaluation revealed one side of the forked tip was bent and cracked; however, there were no pieces broken off the device or missing. Device met all material specifications as received. During testing, cutter would articulate only slightly due to the damaged tine but it could be returned to its straight, neutral angle. There was no damage or anomaly observed that would have contributed to the reported event. This type of damage may occur as a result of prying/leveraging during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon was using the 8.5mm flipcutter to drill the femoral tunnel and the tip of the flipcutter bent during drilling. The flipcutter was drilled out. Additional information requested. Additional information obtained: a full tunnel was drilled and in interference screw was used to complete the case.